Manufacturer narrative:
Additional data: product evaluation: the product was returned dry, in a micro centrifuge vial with residue on product. Visual observation found the lens missing a piece of haptic and residue on the lens surface. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -12.00 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. It was noticed that the lens tore during injection. The lens was intraoperatively exchanged with a similar lens and the problem was resolved.